Event description:
It was reported that three posterior fixation pangea screw heads popped out of the bone screws inside the patient. The patient did not suffer any trauma that could have led to this situation. No further information was provided.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined that this complaint #(B)(4), medwatch report #2530088-2013-00145 is a duplicate entry of a previous complaint, medwatch report #8030965-2011-00089. Synthes is retracting medwatch report #: 2530088-2013-00145. Placeholder.